Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv200 ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. The assignable cause for this issue was determined to be a manufacturing defect. A follow up report will be submitted if additional information becomes available.